Manufacturer narrative:
Additional information: as per the complaint information and the manufacturer_s experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause of failure a device investigation of the explanted device is necessary. The device has been explanted but has not been received for investigation yet.

Event description:
The recipient felt a strong discharge and from that moment on no longer had access to sound. The recipient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient felt a strong discharge, from that moment, the patient no longer had access to sound.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Over a certain period of time, humidity will impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient felt a strong discharge and from that moment on no longer had access to sound. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: as per the complaint information and the manufacturer's experience with this kind of devices, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is being considered, but no surgery date has been made available.

Event description:
The patient felt a strong discharge, from that moment she has not had hearing sensation. The device will be explanted; however a date is not yet known.